Event description:
Reporter alleged obtaining discrepant blood glucose values of 134 mg/dl and 127 mg/dl back to back with a result of 16 mg/dl when testing was performed within 10 minutes on the advantage system (but the strip was not dosed properly). Reporter stated at a different time other comparative tests of 244 mg/dl and 109 mg/dl were performed back to back within 10 minutes on the same system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions or treatments were reported. A request was made for the return of the suspect device and replacement product was sent.